Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the ratchet pawl was noted worn out. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device could be fired at the first firing. At the second firing, the clip became not to be deployed and the trigger became not to be grasped or returned to the home position. The jaw was not clamped the target tissue when the trigger became not to be grasped or returned to the home position, so no damage was found at the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.